Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned. Images were not provided. Medical records were received and reviewed. Approximately four years post deployment, CT-abdomen & pelvis showed filter struts extending into the renal veins and one detached strut penetrating the lumen of the aorta. Therefore, the investigation is confirmed for limb detachment and perforation of the ivc. However, the investigation is inconclusive for filter tilt and filter migration. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiration date: 11/2014). (B)(4).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted, perforated the lumen of the aorta, spine, and vein to left kidney, migrated, and limbs detached. The device has not been removed and there were no reported attempts made to retrieve the filter or detached limbs. The current status of the patient is unknown.